Event description:
The customer reported approximately 200 ml or more clear fluid that leaked from the front area of the lh780 instrument. It flowed out onto the counter. The leak was observed while replacing diluent and priming reagent. A "diluent level low or faulty backwash tank float sensor" error occurred halting the analyzer. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection to the reported event.

Manufacturer narrative:
The field service engineer (fse) observed fluid leak at tubing through the normally open side of the pinch valve vl113, the plunger (floater) was up in the vacuum trap and plt background was high. The fse replaced the tubing to repair the leak and released the vacuum trap plunger. The fse also replaced rbc aperture modules and apertures to address the plt background issue and replaced the stabilyse reagent float assembly replaced as preventive measure. Upon recur, the failure mode identified will likely cause erroneous results. (B)(4).